Event description:
(B)(4).

Manufacturer narrative:
The customer tested the central monitoring system and the telemetry transmitter zm-930pa s/n (B)(4) have been tested to see if the appropriate audible and visual indicators occur and if the silence alarm function works. Customer confirmed that it did alarm. We have requested the log files and the hard copies of the original data printed. Failure investigation is in process.

Manufacturer narrative:
The customer stated that central monitoring system (cns) was showing an asystole for a patient but there was no audible alarm. They asked if anyone nearby had silenced the alarm and everyone stated no. As the customer was watching, the cns then went to a bradycardia alarm and had an audible alarm. They silenced the alarm. In just a few moments the cns showed asystole again but the audible alarm never came back on. She said she was there for more than 2 minutes printing off arrhythmia info on the patient. During all this time, the alarms notices were going to the nurse's phone. According to the customer what the customer had printed out this occurred between approx. 12:50 -13:06 on 06/18/2015. The device was never sent in for evaluation as it was tested afterwards and everything functioned as expected. Due to the age of this complaint, additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.